Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet was implanted in a patient. On an unknown date and year, the patient went to carry out a reevaluation visit of the case after device implantation and a thrombus was found attached to the device. Specifically on the external screw of the cardiac plug. She started treatment with anticoagulants and 90 days later the thrombus still hasn't dissolved. The patient do not have a history of any hematologic disorders or systemic illness that could contribute to a hypercoagulability, was not receiving any treatment (medications) that could contribute to thrombus formation, including over the counter medications, and heparin was administered during the procedure with patient's activated clotting time (act) levels between 250-400 seconds.

Manufacturer narrative:
An event of patient device interaction problem (thrombus) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient went to carry out a reevaluation visit of the case after device implantation and a thrombus was found attached to the device. Specifically on the external screw of the cardiac plug. The patient started treatment with anticoagulants; however, the thrombus still hasn't dissolved after 90 days. The patient do not have a history of any hematologic disorders or systemic illness that could contribute to a hypercoagulability, was not receiving any treatment (medications) that could contribute to thrombus formation, including over the counter medications. Then, heparin was administered during the procedure with patient's activated clotting time (act) levels between 250-400 seconds. Based on the information received, a cause of the reported incident could not be conclusively determined. Thrombus is a potential adverse events associated with the device or implant procedure per the amplatzer amulet instructions for use. Furthermore, this complaint was reviewed by medical affairs. The reviewer stated that, "a single video loop is provided for analysis. The echocardiography image shows an amulet device with appropriate compression and depth relative to the lcx. The amulet disc is approximately 6mm below the pulmonary ridge (pr) in this view, but an elliptical curve of the disc and la interface is present (i.e., no triangular neo-appendage is seen). A mobile mass suggestive of thrombus spans the distance from the proximal end screw to the pr. Day- of-implant imaging is not provided, so assessment whether the disc has fallen below the ridge since implant is not possible.."